Event description:
Consumer alleges his heating pad caught on fire. There was not a report of personal injury or property damage with this incident.

Manufacturer narrative:
This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges his heating pad caught on fire. There was not a report of personal injury or property damage with this incident.